Manufacturer narrative:
H6: adverse event problem codes. 4110: a lens work order search was performed. No similar complaints within associated lots were found. 10: returned product evaluation - the subject lens was received in liquid within a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection confirmed that the returned lens length did not conform to the labeled lens length. Functional inspection found the lens to be within specifications. 3331: review of production records confirmed that this lens was manufactured to a length longer than the labelled parameter. A corrective and preventive action (CAPA) has been initiated to identify the root cause and develop mitigations. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later removed, and the problem was resolved. The reported cause of the event was the device.

Manufacturer narrative:
3331: device history record review: additional comments - the root cause of the event was the use of an incorrect tool and/or machining file during the milling of the lens profile. This resulted in work order (B)(4) producing lenses with incorrect dimensions, as confirmed by optocraft imaging and the dimensional measurements taken during returned-product evaluation. Claim# (B)(4).